Event description:
A customer reported a cartridge change error with their pump, which resulted in their blood glucose level becoming critically high, although the specific value was not disclosed. The customer managed the elevated blood glucose by administering a correction bolus using the pump. No third-party assistance was required, and the customer successfully loaded the cartridge onto the pump, allowing them to resume insulin delivery.